Event description:
The customer reported the ventilator alarmed due to a low battery and then shut down while in use on a patient. The customer reported the unit was plugged into a functional ac outlet, and it would not power on. The customer reported there was no patient harm. The manufacturer's service technician confirmed the ventilator would not power on. Upon evaluation, the service technician reported finding the ac power cord was not fully seated into the back of the ventilator. The service technician reported the unit was equipped with a secondary strain relief. The service technician reported the backup battery had been fully depleted from use upon loss of ac power. Per the esprit operators manual, the user must be sure to check all exterior parts of the ventilator, and problems found during inspection should be corrected and/or reported before using it. This event would be likely to cause or contribute to a death or serious injury if the user allowed to event to recur. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use, yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service technician reseated the power cord to correct the problem, allowing the backup battery to recharge. Extended self testing (est) and final applicable testing was performed and passed per operating specifications.